Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead warning was triggered for the right atrial (ra) lead due to low impedance, oversensing, and unstable pacing threshold. Lead insulation damage is suspected. The ra lead sensitivity was adjusted and the lead remains in use and will be monitored. No patient complications have been reported as a result of this event.